Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported the patient's pump was implanted on (B)(6) 2019. The patient's pump pocket became infected and the pump was explanted on (B)(6) 2019. The patient was scheduled for a new implant for (B)(6) 2019. The issue was resolved at the time of this report. The patient's status is alive - no injury.